Manufacturer narrative:
The actual sample was returned for evaluation. The uvc was attached to the male port of a three way stopcock. An intermittent infusion plug was attached to one of the female ports. The combo was tested for leaks. The catheter did not leak. However, the female port of the stopcock was cracked and leaked. The reporting facility stated they used the setup for feeding of intralipids. The stopcock may have come from a sd&g uvc tray and has been reported on complaint #of1997-8-28-201. Precautions state that lipids may cause cracking of plastic stopcocks. No problem was identified with the uvc; the product was not at fault.

Event description:
Customer reported that a uvc was implanted into a premature infant and transferred to a childrens hosp. At the second hosp the uvc was found to be cracked and the baby lost 20cc's of blood. The event occurred on 07-09-97. The baby required a transfusion of 20cc's prbc's.